Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that the balloon could not be inflated due to a leak of contrast from the balloon. There were no consequences to the patient due to this event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Per additional information received, no damage was noted to the device prior to use and it was prepared as per dfu. Based on the information currently available an assignable cause for this event cannot be determined.

Event description:
It was reported that the balloon could not be inflated due to a leak of contrast from the balloon. There were no consequences to the patient due to this event.